Event description:
Customer reported to beckman coulter, inc. (Bec) that a clear liquid was leaking under the coulter lh 750 slidemaker. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the dispense tubing. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
(B)(4).